Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited low pacing impedance, no capture, and no current of injury (coi). The physician decided to reposition the lp. While repositioning, it was noted that there was an issue with the connection between the lp and the delivery catheter. It was also noted that the lp was difficult to remove from the tissue. Once the lp was freed from the cardiac tissue, it was noted there was tissue stuck in the helix. The device was removed during the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of difficult or delayed positioning, connection problem, failure to capture and low pacing impedance could not be confirmed. Final analysis found that the helix length was within specification. A device history review (DHR) was performed and no anomaly was noted. Electrical analysis was performed, including output and impedance, indicated that the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.